Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a guide wire tip detachment occurred. The lesion was located in the tibial artery. Lesion details are unknown. The pt2 moderate support 300cm guide wire was advanced to the lesion. The tip of the guide wire broke inside the patient and remained inside the patient. The procedure was completed with another of the same device. No additional patient injuries or complications were reported. The patient condition is reported as "stable." Further information was requested but is not available.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a guide wire tip detachment occurred. The lesion was located in the tibial artery. Lesion details are unknown. The pt2 moderate support 300cm guide wire was advanced to the lesion. The tip of the guide wire broke inside the patient and remained inside the patient. The procedure was completed with another of the same device. No additional patient injuries or complications were reported. The patient condition is reported as "stable." Further information was requested but is not available.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
Device evaluation by manufacturer: the visual inspection revealed kinks within the first 1.7 cm from the distal tip of the wire and at approximately 50 cm through 57 cm from the distal tip of the wire. The wire received is approximately 298.3 cm in length. The distal end of the wire is missing. The proximal fracture site was submitted for scan electron microscope analysis which revealed the presence of elongated dimple ruptures in a bending direction. Compression and tension zones were observed. No material anomalies were observed. Iit was concluded that the fracture surface was caused by a bending moment. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited to anatomical / procedural factors. (B)(4).